Event description:
Caller reported that pump malfunctioned after being dropped, causing malfunction code malf 3, which was not resettable. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. Customer was advised to use mdi as backup therapy and was sent a replacement pump by cts with updated software, along with instructions for storage mode and returning the problematic pump.